Event description:
Delay in reporting as risk just found out about event and was checking to see if items retained but were not. Below is what was reported to risk. "Sterile extremity drape tore around top of thigh exposing unsterile tourniquet approximately 30-40 minutes into surgery. Doctor covered exposed area with sterile ioban adhesive drape. Doctor continued on with procedure and upon flexing knee prior to start of closure it was noted that posterior drape around thigh was also exposing the unsterile tourniquet. No orders given. Doctor placed leg out straight and proceeded with closure. The extremity drape used is processed and included in total knee pack. Lot # for this pack #14wb1405, exp date 9/2016."